Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) cable located on z-axis from arm #3 in order to resolve the customer reported problems. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary suj readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode. The error was caused by a faulty proximal suj cable installed and it can be resolved by replacing the defective cable on proximal suj.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the nurse informed they disabled the universal surgical manipulator (usm) 3 after facing multiple times the error 23072. Logs showed multiples times error 23072 pointing to mismatch error between primary and secondary set-up joint (suj) readings on suj3, axis: z. Technical support engineer (tse) informed that the usm 3 will be usable again after moving the usm 3 along the z axis: from the top to the bottom prior to position at the desired height. A system power cycle will be also needed. Tse also informed that this will temporary clear the issue, but it can return at anytime without preventing until a service repair: customer agreed. The nurse will detail that to the surgeon prior to this temporary workaround. The surgery resumed as it was for now. Later on, the nurse called back after the end of the first surgery done this morning. They reported that they did the actions requested: moved along z-axis and restart the system, but the error 23072 returned immediately. Tse reminded the nurse that the fault will clear sustainably once the service repair will be done. Tse asked if they can do the next surgery without the usm 3: nurse will inform the surgeon. This surgeon will be the only surgeon on the robot today, stated the nurse. In view of using the robot without the usm 3: tse suggested to move the usm 4 to the opposite side and to stow as much as possible the usm 3 to enlarge the surgical field: nurse agreed. Nurse will suggest that to the surgeon. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: tse confirmed that the issue was identified during procedure, usm 3 was disabled during procedure.